Event description:
It was reported that a malfunction occurred with a display of malf 9, and the issue happened three times despite being resettable. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer performed a pump reset and successfully reloaded the existing cartridge, continuing to use the current pump.